Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check.

Manufacturer narrative:
Investigations of the returned expiratory pressure transducer printed circuit board found the board with a facility pressure sensor. This fault caused the pressure transducer to send a false signal to the monitoring and breathing subsystems indicating that the measured pressure was higher than the actual pressure. Our conclusion is this matter is that the reported pre-use check failure was caused by the faulty pressure sensor on the returned pressure transducer board. The cause to why it failed has not been established.